Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the camera arm was drifting. The customer stated that they had tried swapping out the endoscope, but the issue was still occurring. The customer also stated that everything seemed to be working at the time of the call and the surgeon was proceeding. The technical support engineer (tse) reviewed the system's logs and noticed communication errors for endoscope serial number (B)(6). The tse asked the customer if the issue was related to the image quality. The surgeon stated that the quality was fine, but the image was drifting. The customer stated that the endoscope was installed on arm 2. The tse recommended having the surgeon press the emergency stop button when the issue occurred to see if the drifting stopped. The procedure was being completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted many 48221 errors for instrument engagement issues present in the system's logs. The carriage strength and friction tests were performed and passed. There were no recall issues. There was no trouble found. The fse confirmed but was unable to replicate the reported issue based on the field evaluation. The system was tested and verified as ready for use. .